Event description:
The customer called to report that the insulin pump case was cracked. The customer also reported that she was taken to urgent care two months ago with blood glucose levels of approximately 300 mg/dl. The customer stated that she was treated for dehydration, and was released the same day. Advised the customer that the insulin pump would be replaced due to the cracked case. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.